Event description:
The customer alleged that she performed a control test and received a result that was high, out of specification. The information obtained during the customer's initial call did not meet the criteria to be reported, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 330 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.